Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Event 1: forceps elevator has foreign material : although it was confirmed that foreign material was adhered to the forceps elevator, the specific material could not be identified and the cause of the material remaining on the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be prevented by handling the device in accordance with the following chapters in the IFU: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Event 2: acoustic lens had a cut that reaches the glue-layer: it is likely the reported event occurred due to physical stress from improper handling (such as impact from dropping). The event can be prevented by handling the device in accordance with the following IFU: "warnings and cautions. ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the bending angle in all directions did not meet the standard value due to wear of the angle wire. Also, the play of the knob in all directions was out of the standard value due to wear of the angle wire. Upon further inspection, it was observed that the forceps elevator had unidentified yellowish/brown foreign material. Additionally, it was observed that the nozzle was clogged. Due to this clog, the water removability did not meet the standard value. These findings were due to insufficient cleaning of the scope or handling problem. It was observed that the acoustic lens had a cut that reaches down to the glue layer due to physical stress. It was also observed that the suction cylinder and the forceps channel port were shaved. It was observed that the forceps raising angle did not meet the standard value due to damage to the forceps wire. It was also observed that the adhesive on the bending section cover was detached. Additionally, it was observed that the bending section cover had a cut due to a handling issue. It was observed that the: universal cord, scope cover, control unit, right and left knob, up and down knob had discoloration. It was also observed that the: light guide cover glass and the electrical connector had corrosion due to deterioration or chemical stress caused by handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: grip, connecting tube, universal cord, distal end and on the scope connector. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer the evis exera ii ultrasound gastrovideoscope had an angulation problem/reduced angulation. The reported issue was discovered during maintenance of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the forceps elevator had foreign material. Additionally, it was observed that the acoustic lens had a cut that reaches down to the glue layer which are both reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.